Event description:
A customer reported that a knife was noted to have a blunt tip during surgery. The knife was exchanged in order to complete the case. There was no pt impact.

Manufacturer narrative:
One sample was returned. Eval of the sample showed the following results: the sample was examined using (B)(4) magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The exact root cause for the damaged knife is unk. How or when the blade became damaged could not be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument in the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during finishing process to ensure the sharpness of the product. (B)(4).